Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The device passed all functional testing. A review of the log showed no critical errors, but device history indicated it was often stored without electrodes attached, which can lead to self-test failures and shorten battery life. The administrator guide warns "electrodes must be pre-attached to the device". The returned pads passed testing. The customer was advised to replaced the batteries. The device was recertified and returned to the customer. The batteries used were not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.